Event description:
Reporter alleged obtaining the results of 299 mg/dl and 149 mg/dl back to back within 10 minutes on the advantage system. Reporter stated she took her medications, listed as 250 mg of metformin 5-10 minutes prior to obtaining the results. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter no longer has the strips, so no product will be returned for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Will not be returned to manufacturer.